Event description:
The neurosight arc (st1000) was used with the crw precision arc system (crwprecise) for a stereotactic guided depth electrode placement procedure. It was reported that the planned slide setting of -56.9 could not be set on the crwprecise. The crwprecise used had a range of +/-55 for the slide setting, which was a smaller range than the predecessor crw arc system. The neurosight arc did not differentiate which crw arc system was being used. There was about a 20 minute delay in surgery. The modification done to resolve the problem was described as "scale measurement of degree increment spacing that was then added to the probe carrier position on the arc slide". There was no injury to the pt. Cross reference to MFR report number: 1222895-2011-00027 (same pt, same procedure).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.